Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device's external power supply unit (psu) was defective. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An engineering investigation was performed on the returned power supply unit by the design facility in (B)(4). The investigation found that the power supply cable was damaged due to an excessive pulling force. There was no patient harm or injury reported for this incident. Resmed's risk analysis concludes that the risk is acceptable. (B)(4).